Event description:
The customer reported that the tubing disconnected from the peripheral IV catheter, causing leakage of blood. The patient stated he was bleeding profusely and that he did nothing to disconnect the pieces. There was no report of any medical intervention.

Manufacturer narrative:
No product will be returned. No investigation was performed.